Event description:
It was reported to bsc that, "the electrode came loose from it' position and slid to the distal end of the basket, the physician was unable to withdraw the catheter out of the 8.5 french non-bsc sheath. Pulled the entire assembly out as one. The procedure was completed with this device." The pt is fine and there was no report of complication.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.